Event description:
Spontaneous inbound call: patient reported that during her hizentra infusion today, the dial on her freedom pump got stuck and she could not remove the syringe from the pump. Pharmacist did troubleshooting with the patient and discussed manual push of the remainder of the dose today, and patient verbally understood. Pharmacist approved shipment of replacement freedom pump due to broken pump. No further information provided. Patient did not experience an adverse event. Indication: chronic inflammatory demyelinating polyneuritis. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Unk; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? No. Reported to (B)(6) by pt/caregiver.